Event description:
It was reported that the ventilator became inoperative. There was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the issue with the customer over the telephone. The tse recommended the customer to replacing the breath delivery (bd) central processing unit (cpu), and have a covidien customer support engineer (cse) install the software current revision.